Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
T was reported that multiple intermittent occlusion alarms occurred. System check was performed with tandem technical support and it was discovered occlusion was caused by a blockage in the cartridge. Customer changed the cartridge and successfully resumed insulin delivery. Customer¿s blood glucose (bg) value was over 600 mg/dl. Bg was addressed via manual injection. Customer reverted to manual injections for insulin therapy due to occlusion multiple alarms occurring.